Event description:
(B)(4). No serious injury alleged. Malfunction alleged. End user stated that when she sits in the chair, the legs begin to slide outward. She explained she just received this chair in (B)(6) 2012. MDR filed.